Event description:
During preventative maintenance (pm) performed on april 08, 2024, the autopulse platform (sn (B)(6) failed the load cell characterization test and the backlight of the platform's lcd flickered briefly upon powering on and went dark afterward. No patient involvement.

Manufacturer narrative:
During preventative maintenance (pm) performed on april 08, 2024, the autopulse platform (sn (B)(6) failed the load cell characterization test and the backlight of the platform's lcd flickered briefly upon powering on and went dark afterward. The root cause of failed load cell characterization test was due to a failure of load cell module #1, likely attributed to the age of the platform, failed component(s), or mishandling such as a drop. The root cause for the lcd issue was a failed processor board, likely attributed to the age of the device. The autopulse platform was manufactured in 2009 and is over 15 years old, past its expected service life of 5 years. Upon visual inspection, the backlight of the display flickers briefly when switched on and is dark afterwards. The processor board will be replaced to remedy the issue. The autopulse passed the initial functional test without any fault or error. However, the platform failed the load cell characterization test. The load cell module #1 will be replaced to address the issue. Upon service completion, the platform will be subjected to final functional testing to ensure that the device passes all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(6) .